Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a high blood glucose of well over 500mg/dl and that their infusion set tubing has disconnected. The customer stated that their actual blood glucose was 487mg/dl at the time of the incident and was 177mg/dl during the call. The infusion set will be replaced as the outcome of the complaint. The customer treated with an injection, contacted their healthcare professional and declined troubleshooting for the high readings. The product will not be returned for analysis.